Manufacturer narrative:
He device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported event, housing disassembled, was confirmed. The engineering tech was able to observe the reported comment, as the top housing had separated from the lower plastic housing due to a fracture. This failure would affect device functionality, and it explains the reported event. Device was placed in parts retention.

Event description:
It was reported that the housing disassembled during inspection. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the housing disassembled during inspection. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.